Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a low battery. The battery lasted for only a few hours. The customer¿s blood glucose during the incident was unknown. No further details were given. The device was returned for analysis.

Manufacturer narrative:
All low battery alerts are more than 10 days! Device not received stuck in manufacturing mode. Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected low battery alerts or low battery anomalies noted during testing or in the format history file. A power error was present in the format history file and power error was triggered when the lithium backup battery was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector for j6 on electrical board was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for 2 days with the unit functioning properly during testing as shown in the power management graph. Device received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, slightly faded serial number label and peeling end cap address label.

Manufacturer narrative:
The initial report had the wrong aware date. The correct aware date is (B)(4) 2017.